Manufacturer narrative:
The pump was received with broken reservoir tube lip and missing reservoir tube o-ring. The displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test, or very low reservoir alert, were unable to be conducted due to reservoir tube lip broken. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The pump was received with cracked case at the display window corner, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the reservoir compartment is damaged. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would have to be replaced and returned for analysis.